Event description:
The customer reported that the use of immage immunochemistry system rheumatoid (rf) reagent lot number m908398 on immage immunochemistry system resulted in the generation of erroneously false positive results for multiple patients. The number of false positive patient results was not specified by the customer. Recalibration of the assay was attempted however the control results were high and the quality control results indicated an elevated shift. The reagent lot was replaced with an unspecified rf reagent lot, and system results and patient sample results returned to normal reference ranges. Data supplied from the customer indicates the generation of erroneously false positive rheumatoid factor (rf) results for two patients. These results were not reported out of the laboratory and hence there was no death, serious injury or change to patient treatment associated or attributed to this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Service was not dispatched for this incident as the issue is already known and is currently under investigation.

Event description:
...